Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the returned desktop charger model 37761, serial #(B)(4) showed broken connector pins on the cable assembly which was why the unit won¿t charge the recharger.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was not charging and they were completely out of charge. The patient was in "a lot of pain" due to the recharger not functioning. The patient saw a warning screen that was not familiar to them and described it as plug the recharger into the wall to charge it. The patient mentioned that they had the recharger plugged in all day yesterday recharging. The connector pin area/connection seemed loose. It was noted that the recharger would not charge from the desktop charger. There was no out of box failure reported in the event. The indications for use for the implanted device were noted radiculopathy and spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.